Event description:
The customer reported that she went to urgent care due to high blood glucose levels. The reported blood glucose reading at the time of the call was 124 mg/dl. The customer also reported small, red bumps. The customer declined troubleshooting at the time of the call as she just ate pizza. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.